Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was started in application and problems were found with the device double beeping with a cassette attached. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Additional information was received indicating that there was no patient involved. The malfunction happened while testing.

Manufacturer narrative:
Other, other text: additional information: h6 ( patient code).

Event description:
Information received a smiths medical cadd legacy plus pumps - 6500 malfunctioned and was "double beeping " no adverse patient events reported.